Event description:
It was reported that during a procedure for a patient that had a left anterior communicating artery aneurysm, the subject stent was pushed through the microcatheter. When the subject stent was pushed to the middle part of the microcatheter, it got stuck and could not move. The stent, along with the microcatheter, was withdrawn. After the stent was retracted out, the operator tried to pull the stent out and the stent was deployed at proximal of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.